Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted all seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The rv setscrew was removed and both the setscrew and associated connector block were microscopically examined. The setscrew and connector block were confirmed to exhibit signs of cross-threading.

Event description:
Approximately nine years later this device was explanted for normal battery depletion (nbd) and returned.